Event description:
The surgeon planned a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. Prior to any bone resection, the system displayed motor encoder errors. The case was delayed until a field service rep arrived to address the issue. The surgeon decided to proceed with the case using the rio. Motor encoder errors reappeared throughout the case, but intra-operative troubleshooting allowed the case to continue while contributing to delays of 20 to 30 minutes. The surgeon completed the case successfully, and as a precaution decided to cancel the procedure planned for the pt's opposite side.

Manufacturer narrative:
As part of normal complaint f/u, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Mako field service responded to the site immediately to address the issue; the motor encoder error was isolated to the joint two (j2) motor. Cleaning the motor encoder only solved the issue temporarily. After the case, the j2 motor was replaced and the rio was tested and returned to fully operational use.